Event description:
A resident was being transferred from a bed to a wheelchair. While the lift was raising up, the sling allegedly ripped in the exact same place, causing the consumer to fall to the floor and hit his head. The consumer allegedly sustained a cut on his head requiring stitches.

Manufacturer narrative:
The consumer was reportedly being transferred in an invacare sling when the sling allegedly tore. The incident resulted in the resident falling from the sling and requiring stitches. Device svc and maintenance history is unk. Current user guide covers proper transfer methods and device care and maintenance info. MDR filed based on alleged injury.